Event description:
It was reported that the patient experienced an increase in seizures, more than 50 cont. Seizures for 3 days, after getting an MRI on 1/23/2026. The patient then had to be taken to the hospital. No other relevant information has been received to date.